Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage on keypad traces. The pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked and broken belt clip slot. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 469 mg/dl. The customer treated the high readings with the pump and manual injection. The customer stated that sometimes the act button does not respond. The customer stated that she replaced the battery and the pump still alarmed button error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.